Event description:
It was reported after implantation, device testing falsely detected intermittent t-wave oversensing. Attempted reprogramming changes but was not successful. No further changes suggested by tech services. The patient did not experience any danger.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.